Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Upon second balloon inflation within a stent, the fortrex balloon ruptured transversely rendering it unable to be removed from the sheath. The physician had to cut into the artery to remove the balloon to prevent any of the balloon materials shedding off and going distal in the av fistula. The patient is in stable condition with additional stitches in the arm. Evaluation of the returned device found that the balloon was separated in 2 pieces. One piece was completely detached from the catheter.